Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. No evidence was found in the event history log. The customer's reported problem of "damaged air sensor" was duplicated. The air detector and dso seal were replaced.

Event description:
It was reported that the device's air sensor was damaged. The product fault occurred during testing, there was no patient involvement.